Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), in the preparation for use section, step 5 states to evaluate air from the balloon segment which is to be performed prior to insertion into the patient anatomy. Additionally, the warnings sections states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat a moderately calcified, concentric, 99% stenosed, de novo lesion in the moderately tortuous mid right coronary artery, a 3.5x12 nc trek rx balloon dilatation catheter (bdc) was prepped inside of patient anatomy and the bdc was advanced to the lesion against slight resistance to perform pre-dilatation. During the 1st inflation, the balloon ruptured at 6 atmospheres (atm). The bdc was withdrawn from the anatomy without resistance and pre-dilatation was completed using a 3.25x12 nc trek rx bdc via balloon inflation to 20 atm. The procedure was completed via deployment of a 3.5x23 xience xpedition stent. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.